Manufacturer narrative:
This medwatch submission is associated with mw5157613, voluntary report received by the FDA. Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported implant site #19 was having pain. Had patient in, removed healing abutment & foul odor detected. Infection around #19. Removed implant. Symptoms as a result of the event: pain.